Event description:
It was reported the image of the gastrointestinal videoscope was flickering in and out on the screen. This occurred during inspection for us. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.